Manufacturer narrative:
Note: the event/explant date was reported as sometime in (B)(6) 2022. The exact date is not known. The manufacturing records were reviewed and no relevant nonconformities were found. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report. The device was not returned.

Event description:
It was reported that the patient's device was removed. Additional information regarding the nature of the device removal was not available. There were no reports of device-related issues prior to the device removal and the patient was re-implanted successfully a few months later.